Event description:
It was reported that a user experienced recurrent nighttime hypoglycemia after a factory reset of the ilet pump, which removed prior clinician-adjusted settings that had reduced automated correction aggressiveness; the user requested assistance reinstating those settings, and education and troubleshooting were provided. Symptoms included visual disturbance, sweating, and palpitations, with a documented low of 50 mg/dl and device low alerts. Outcomes included successful self-treatment with oral glucose and non-medical assistance from a family member, with no medical intervention or hospitalization. Investigation included case assessment, review of device history as described by the user, and coordination with the clinician for potential settings reconfiguration. Investigation of this case revealed no device malfunction reported and suggested therapy delivery behavior consistent with default settings after reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.